Manufacturer narrative:
Consumer reported pain when opening her eyes and a burning pain sensation for three days after use of the product. Consumer visited urgent care and was diagnosed with chemical burns and instructed to follow-up with her doctor. Consumer did not fill prescription provided by urgent care but visited doctor on the same day. Doctor's office reported patient was seen for complaints of pain in both eyes. Patient was diagnosed with bilateral punctate keratitis. Treatment consisted of over the counter thera tears, bandage lenses, moxeza, lotemax and tobradex. Patient visited doctor three days in a row and then a week after the last visit. The treatment was recommended as a precautionary measure only. The doctor attributes the event to the product. Recovery was confirmed with the consumer. Medical documentation was requested from urgent care but not yet received. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Consumer confirmed recovery. The product was returned and the evaluation is currently in progress.

Event description:
Consumer reported pain when opening her eyes and a burning pain sensation for three days after use of the product. Consumer visited urgent care and her eyes were numbed for examination. Consumer was diagnosed with chemical burns and instructed to follow-up with her doctor. Consumer was given a prescription for antibiotics but did not fill it because she visited her doctor as soon as she left urgent care. Consumer reported doctor treated her with prescription and bandage lenses. Doctor's office reported patient was seen for complaints of pain in both eyes. Patient was diagnosed with bilateral punctate keratitis and instructed to use over the counter thera tears. Patient returned the next day still with pain and doctor provided bandage lenses for both eyes and gave patient samples of moxeza and lotemax. Patient returned the next day for follow-up, tobradex was administered in the office as well as prescribed to the patient. A week later, patient returned and was instructed to use thera tears as needed. The treatment was recommended as a precautionary measure only. Patient did not follow-up after the last visit but doctor believes patient is recovered as patient ordered contacts and glasses. Recovery was confirmed with the consumer. The doctor attributes the event to the product. Medical documentation was requested from urgent care but not yet received. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.